Event description:
It was reported, same day post implant, that the right atrial (ra) lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407452 implantable pacing lead, implanted: (B)(6) 2013.